Event description:
Related manufacturer reference number:2017865-2025-14928, related manufacturer reference number:2017865-2025-14931. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in one portion for analysis. Visual inspection of the lead did not find any anomalies. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. No anomalies were found.